Manufacturer narrative:
The customer¿s report of a nitroglycerin infusion experiencing unregulated flow was confirmed and replicated. During physical inspection it was noted that the membrane frame was a non-carefusion part. Log analysis shows that on (B)(6) 2015 at 6:32pm, the user programmed the pump module for an infusion of what is believed to be nitroglycerine, however without the data set this could not be determined. The infusion was programmed with a rate of 3ml/hr and vtbi of 240ml. A short time later the user changed the rate to 6ml/hr. At 6:51pm an air-in-line alarm occurred. The infusion was restarted by the user a few seconds later. The pump module infused for approximately 51 minutes and then was powered off by the user. Rate accuracy testing found the device to be infusing out of specification and a brief period of unregulated flow was observed. The root cause of the reported event was use of a non-carefusion membrane frame that has been determined to have been manufactured by elite biomedical solutions.

Event description:
The customer reported that nitroglycerine primary infusion was shut off, but fluid was still dripping into drip chamber. The tubing was disconnected from the patient and fluid was free flowing despite the tubing still being loaded in the device. The patient required an echocardiogram and fluid volume resuscitation.